Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿sterile, unless package is opened or damaged."

Event description:
It was reported that the patient experienced frequent bacterial and urinary tract infections from using the silicone catheter. The patient was reportedly prescribed with antibiotics to treat the infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced frequent bacterial and urinary tract infections from using the silicone catheter. The patient was reportedly prescribed with antibiotics to treat the infection.